Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a plexitron extension set would not connect. It was further specified "when the male adapter was going to be connected to the catheter, the protective cap was adhered" and could not be used. This was noted during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.